Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor was resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation the monitor was resetting every 51 seconds. The cause for the monitor resets was isolated to an intermittent bga connection on the digital signal processor (dsp) u500 on the monitor c/a board. The root cause for the intermittent bga connection could not be positively identified, but the fractured bga connection likely resulted from excessive stress on the monitor c/a board. No adverse event resulted from intermittent bga connection on u500. The patient received a replacement monitor.